Event description:
General report received of an unspecified number of undocumented incidents of backflow of fluid from the secondary solution containers into the primary solution containers. The primary tubing sets were being used for piggyback deliveries of unspecified medications. After unspecified lengths of time in use, the customer contact reported, "there have been times when the piggyback is empty long before the time it is supposed to be, leaving us to wonder if the patient actually received the substance in the piggyback or did it backflow into the primary IV." There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. This report represents all the information known by the reporter upon query by hospira personnel.